Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also during explantation, 3 channels were found to be extra-cochlear. As per information received on the implant registration card a full insertion was achieved at initial implantation. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient has refused to wear the processor for the last couple of weeks. There is no report of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has refused to wear the processor for the last couple of weeks. There is no report of accident or trauma. The patient will be re-implanted.